Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 214 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose was 74 mg/dl. Customer consumed carbohydrates to address bg. Customer went to the emergency room (ER) and was treated intravenously with fluids of saline and was released with issue resolved and no permeant damage on (B)(6) 2025.